Event description:
It was reported that the customer's insulin pump did not stop the insulin delivery after the temp basal had ended. The nurse stated that the device continued to deliver the insulin after the eight hours had elapsed. The caller stated that once the insulin pump was disconnected from the customer the delivery stopped. Assisted the caller to review the alarm history and no alarms found. Advised the caller that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.